Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced dizziness and presented to the clinic for follow up. Upon interrogation, the pulse generator exhibited backup vvi operation. The device was explanted and replaced. The patient was fine.

Manufacturer narrative:
Analysis description: final analysis confirmed the reported backup operation due to multiple flipped bits. After product code download, normal function was restored.

Event description:
New information indicated that the patient had received radiation therapy prior to the device check.